Manufacturer narrative:
An event of a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 23 mm trifecta valve was implanted. Approximately three years post-implant, the patient presented to the hospital with severe aortic regurgitation. A valve-in-valve procedure was performed on an unknown date with an unknown valve. The surgeon suspected a leaflet tear however no further details were made available for this event. No patient records or information was made available.

Event description:
On an unknown date, a 23 mm trifecta valve was implanted. Approximately three years post-implant, the patient presented to the hospital with severe aortic regurgitation. A valve-in-valve procedure was performed on an unknown date and a medtronic evolut r valve (unknown model/sn) was implanted. The surgeon suspected a leaflet tear however this was not confirmed. No patient records or information was made available.